Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an alert on the device and needs to go to emergency room. Health care professional (hcp) used paddles to the patient and had adjusted or reprogrammed the device. This device remains in service. No adverse patient effects were reported.